Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
Customer reported that the 840 ventilator was inoperable. There was no patient involvement. Covidien troubleshot this issue with the customer and suggested to swap the breath delivery (bd) to graphical user interface (gui) cable and run the extended self test (est). Later, the customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing.